Manufacturer narrative:
Customer return samples were requested but were not rec'd. Since no customer returne was rec'd an in-house file sample from the same lot the customer used (31624m300 exp 12/27/97) was evaluated against an in-house panel. The in-house file sample met acceptance criteria and all panel members were within acceptance ranges. The customers complaint was not reproduced with file reagents. This is the final report.

Event description:
Received report of IV poles tipping over and causing trauma to pt's head. Pt was being transported via wheelchair per tech with IV pole holding 2 IV pumps. The pumps were positioned vertically on the pole below the adjustment knob. As the pt was being transported down the carpeted hall, "the wheels of the pole went up from under" and the pole tipped and hit the pt in the head. The pt sustained a bump to the head only, no medical intervention required.